Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 499 mg/dl. Troubleshooting found that the cannula was bent and advised customer on site placement. The customer was also advised that the sensors would be replaced and to return the product for analysis.

Manufacturer narrative:
Information was reported on the incorrect product with the initial report. The correct product information has been updated with this report.

Manufacturer narrative:
The information provided in section with initial report was incorrect. The correct information has been provided with this report.